Event description:
It was reported that an ilet user experienced a period of high glucose followed by low glucose, with lows occurring after unannounced bedtime snacks of approximately 23 grams of carbohydrates. The user typically treats lows with glucose gummies and/or orange juice. Troubleshooting and education were completed regarding meal and snack announcements and appropriate hypoglycemia treatment. Symptoms included hyperglycemia and hypoglycemia ranging from 52 mg/dl to 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and a usage problem related to unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.